Manufacturer narrative:
Calibration signals were lower than expected, but acceptable. Quality controls were both within and outside of range on 01-jul-2021. Upon review of the alarm trace, abnormal sample aspiration alarms were observed. This could indicate sample quality or handling issues. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent problem could be excluded.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 ii assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ft4 value of 0.146 ng/dl and repeated as 1.44 ng/dl. The repeat value correlated to the patient's clinical picture. The ft4 reagent lot number was 49438801, with an expiration date of 30-sep-2021.